Event description:
The customer reported that the system was asking for calibrations to be performed at boot up. This issue rendered the system unusable. There is no report of pt injury associates with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The calibration files were reloaded. The system was then found to be operating as intended.